Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape and act buttons. No button error alarm noted. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.